Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of the ipg no longer connecting to the clinical programmer was confirmed. The analysis results concluded that the observation was due to the device entering the service application state. The root cause of the device entering the service application was due to the implant procedure. It was noted the device issued resets on the same date as the implant date. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The reported observation of the ipg no longer connecting to the clinical programmer was confirmed. The analysis results concluded that the observation was due to the device entering the service application state. The root cause of the device entering the service application was due to the implant procedure. It was noted the device issued resets on the same date as the implant date. The DHR review found the material has been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing tests, visual inspection, and sterilization requirements.